Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not delivering insulin and the customer was suffering from high blood glucose readings. Troubleshooting for high blood glucose readings was declined. Customer's blood glucose reading was noted to be 201.6 mg/dl. Device is being returned for analysis.